Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was no threshold value for the left ventricular lead. Fluoroscopy was performed which indicated lead dislodgement. The lead was explanted and replaced. No anomalies were noted with the lead. The patient is in stable condition.